Manufacturer narrative:
Product ID 3778-45, serial# (B)(4); product type lead product ID 3778-45, serial# (B)(4); product type lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) battery went out after 7 years and was replaced. The replacement surgery occurred in (B)(6) 2014. Relevant medical history includes complex regional pain syndrome type I. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced longer charging times and increasing pain despite being charged.